Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 14 of the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2016, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.